Manufacturer narrative:
In a good faith effort (gfe) response received from the customer, it was stated that the power cycle of the device resolved the reported issue. The customer was able to successfully complete performance verification testing (pvt). Following the pvt, the customer ran the device overnight with a test circuit with no alarms occurring.

Manufacturer narrative:
Contact office address and phone number: (B)(6).

Event description:
Philips received a complaint on the v60 ventilator indicating that there was a proximal pressure accuracy failure alarm. The device was reported to be outside of use at the time of the reported problem. There was no patient or user harm reported. The customer informed the remote service engineer (rse) that the alarm occurred once, and they could not duplicate it. The rse advised the customer to cycle the ventilator power to reset the proximal pressure sensor. If that did not resolve the issue, then the next step recommended was to replace the data acquisition printed circuit board assembly.